Event description:
On 10/2/23 a beta bionics clinical diabetes specialist (cds) reported during a follow-up call a patient reported she had hypoglycemia on (B)(6) 2023, struggled to get her blood sugars back up, took a glucagon injection, and called an ambulance for assistance. The patient reported she has taken the ilet pump off and is back on her cequr insulin patch and tresiba. The cds reviewed the ilet log report with the patient. The patient initially reported she did not eat food that day, but on the ilet log report there are 4 meal announcements (boluses) on (B)(6) 2023. The cds inquired about the meal announcements (boluses). The patient stated she ate cereal around 2am, coffee and a muffin around 10 am, and does not remember what she ate for lunch around noon (the ilet log report shows "more than usual lunch" meal bolus was selected). The cds provided education on appropriate meal announcements (boluses) and discussed how this could have caused the hypoglycemia. The patient did not mention anything about losing consciousness or needing assistance with the glucagon injection. The patient also did not mention the paramedic's interventions if any. Per the ilet log report the lowest continuous glucose monitor (cgm) reading was 54 mg/dl. The patient's healthcare provider confirmed that the patient is willing to try the ilet again. The cds is going to meet with patient and do additional training about meal announcements (boluses) and help guide her a little further.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.